Event description:
It was reported that "the silicon gasket lodged in the cannula of the trocar." Case delayed 3-5 minutes while they replaced the trocar. No pt injury.

Manufacturer narrative:
When I receive the engineer's investigation report, I will file a supplemental report.